Event description:
A doctor reported that during cataract surgery, a system message was displayed indicating "irrigation pressure faulty". They reprimed the machine, but the message continued to be displayed. They changed the cassette, reprimed, changed the handpiece, and the machine showed a green light, yet the system message was still displayed. The staff phoned the manufacturer's representative and was advised that if the light was green, it was safe to continue with the procedure. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).